Manufacturer narrative:
Describe event or problem updated. (B)(4).

Event description:
It was further reported that the target lesion was located in the left anterior descending artery. Following removal of the 2.50 x 24 synergy ii drug-eluting stent after it failed to cross the lesion, the lesion was ballooned and the procedure was completed with a non-bsc stent. The patient's post procedure condition was good.

Manufacturer narrative:
Device is a combination product. (B)(4). The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
It was reported via user/facility medwatch# (B)(4) that stent damage occurred. A 2.50 x 24 synergy ii drug-eluting stent was advanced for treatment; however, the device failed to cross the lesion. When the device was removed and inspected, it was noted that the stent was deformed. No patient complications were reported.